Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address patella loosening at the cement/implant interface. Depuy cement was used. Clinical der states patient was revised to address patella loosening at the cement/implant interface. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address an ongoing pain. Upon revision the patella was found to have 1 1/2 pegs sheared off and the tibial polyethylene was worn. The patient has osteolysis in the posterior condyle.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.